Event description:
A revision of a trident cup was reported.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
A revision of a trident cup was reported. Update: the sales rep reported, that the patient arrived to the ER on in a lot of pain. The cup had spun because it was undersized.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.